Event description:
A malfunction alarm with the code "malf 12" was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, provided information for future resets, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and was instructed to call back if any issues arise.